Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the inspection, a disconnection in the small active cranial frame was confirmed. No patient was present at the time of the event. Additional information was received. It was reported that the instrument got damaged or what lead to the instrument being damaged was due to deterioration over time.

Manufacturer narrative:
G2: foreign country - japan h3/h6: the frame was returned and analyzed. The returned frame had no power when connected to a known good system. The frame had no apparent physical damage. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.